Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that visual examination of the cylinders identified folds in the cylinder bodies that could indicate buckling. Cylinder 1 had an excess of air between the inner and outer tubes where bulging was present. This observation could affect the functionality of the device; therefore, the reported allegations of bulge, inflation issue and mechanical issue were confirmed. Device history record (DHR): a DHR and ship history review cann:ot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump did not identify any leaks. Visual examination of the cylinders showed a wear at fold in both cylinder bodies, indicative of buckling. Cylinder 1 had an excess of air between the inner and the outer tube, with bulging present. Cylinder 2 had a separation of fabric threads in the proximal cylinder body. Functional testing of he pump and cylinder 2 showed the component performed within specifications. Cylinder 1 was not functionally tested due to the bulge identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient complained that the inflatable penile prosthesis (ipp) cylinders were not inflating anymore and the pump was hard to press, six years after implant. He underwent a surgical procedure in which the device was explanted and replaced. Upon explant, it was identified that there was a bulge in the left cylinder. There were no patient complications.

Event description:
It was reported that the patient complained that the inflatable penile prosthesis (ipp) cylinders were not inflating anymore and the pump was hard to press, six years after implant. He underwent a surgical procedure in which the device was explanted and replaced. Upon explant, it was identified that there was a bulge in the left cylinder. There were no patient complications.